Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla catheter. The tip/distal shaft was not returned for analysis. Analysis of the collar, hypotube and hub/strain relief included microscopic and visual inspection. Inspection revealed a complete separation of the collar/shaft, with the collar damaged (bent) and a kink in the hypotube located 11mm from the collar. Inspection of the returned device found no other damage or defect with the device.

Event description:
Reportable based on device analysis completed on 18june2020. It was reported that the device could not cross the lesion. The target lesion was located in the calcified left anterior descending artery. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention of myocardial infarction. During procedure, it was noted that the device could not cross the lesion due to calcification. The procedure was not completed. No patient complications reported and the patient was stable. However, device analysis revealed a complete separation of the collar/shaft.